Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had an unspecified cartridge issue. It was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl. Cause was not known. Additionally, it was reported that an occlusion alarm occurred. Cause was not known. The customer refilled the cartridge and resumed insulin. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer.